Event description:
Dealer states, the unit's front casters will not rotate 360 degrees. He states the front casters hit the footplates. He could not determine if it's the front riggings or the frame causing the issue.